Event description:
Patient called lfs in 2002 alleging that their meter would prompt the error 2 and the three dashes (--). The customer service representative noted that at 4 am the paramedics arrived at pt's home and tested them with their meter (unknown) and obtained a "147 mg/dl". Pt was taken to the hospital and a blood glucose result of "109 mg/dl" was obtained at 6 am. Pt was hospitalized for a bladder infection. Patient was unable to test on their meter before the paramedics arrived because the meter would only prompt the three dashes (---). The error 2 message was resolved by the customer service representative. Patient reported that while they were obtaining the error 2 message they had been feeling "dizzy in the eyes" and had treated self with food or a beverage. Medical affairs specialist spoke with customer in 10/2002 and patient indicated that they called the paramedics because they had numbness in their right arm. Pt explained that they had a stroke a while back and was worried that the numbness would reuslt in a stroke. Pt reported that the paramedics obtained a "182 mg/dl" on their meter at 4 am. At 6 am when pt was admitted to the hospital for a bladder infection, they obtained a "147 mg/dl" on the hospital meter. One half hour later they obtained a "109 mg/dl" on the hospital meter. Patient's meter was replaced due to an unresolved three-dash (---) display after re-setting the meter options.